Event description:
It was reported the symptomatic patient presented in clinic with muscle stimulation and with his pacemaker in back-up vvi. A software download was performed which immediately ended the muscle stimulation and restored the pacemaker to normal function. The patient was in stable condition and will continue to be monitored.